Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 27-mar-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (500 mcg/ml at 37.5 mcg/day) via an implantable infusion pump. It was reported that during a routine refill the hcp noticed increased fluid around the pump. As the pump was five years old, the hcp scheduled surgery to explore the pocket. During the surgery, the pocket was explored and a small amount of fluid was found. There was a small tear in the catheter at the connection site to the pump. That portion of the catheter was removed and replaced. A new pump was placed as well. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. Both devices were discarded. No further complications were reported.